Manufacturer narrative:
(B)(4): the customer reported that they lost the network connection, and are unable to get alarm data. No patient harm was reported. Losing a network connection has minimal health risk as the train icon on the display clearly shows whether data is being sent from the network. If there is loss of network connection, clinicians can implement alternate monitoring as warranted per hospital protocol. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they lost the network connection, and are unable to get alarm data. No patient harm was reported.